Manufacturer narrative:
(B)(4). Physio-control was informed by the customer that the device will not be repaired. The device has been removed from service. The device has not been returned to physio-control for evaluation.  The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device the display went blank and the device locked up. When this occurred, the buttons were not responsive. There was no patient use associated with the reported event.